Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4).. A device history record (DHR) review was performed on the part # 03.113.024, lot # 9126775: manufacturing location: bettlach, manufacturing date: 27.aug.2014. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery for a tibia fracture on (B)(6) 2017 using a tibia intramedullary (im) nail, with one (1) 3.5mm variable angle (va) proximal tibia plate/ screws to reduce the fracture the drill bit broke. After the surgeon had implanted the im nail, and was preparing for the plate/screw implantation, as he was drilling the pilot screw hole thru the (va) plate and into the tibia bone, he noted that he had engaged the previously implanted im nail and broke the tip of the drill bit. Additional images were taken to identify the location of the broken tip. Tip fragment was easily removed. Due to this event and additional 5 minutes was added to operating room time. Surgery was completed successfully, and patient is reported in stable condition. Concomitant devices reported: tibia intramedullary (im) nail (part # unknown, lot # unknown, quantity 1), 3.5mm variable angle (va) proximal tibia plate, (part # unknown, lot # unknown, quantity 1), locking screws (part# unknown, lot # unknown, quantity unknown) this is report 1 of 1 for complaint com-(B)(4).